Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Generic statement: additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: monopolar tip broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, normal wear, or improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.